Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 to 312 mg/dl, at the time of incidence. Customer woke up with blood glucose of 200 mg/dl. Customer had retinopathy and cataract surgery. Customer declined to speak with technical support team. Customer reported that they received lost sensor alert. The insulin pump will not be returned for analysis.